Manufacturer narrative:
Follow-up # 1.the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter continued to display the apply sample message instead of counting down and providing a result after a blood sample had been applied to the test strip. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter issue began at 4:30am on (B)(6) 2016. The patient informed the cca that they do not take any form of medication in order to help manage their diabetes, but did not state whether or not they had made any changes to their diabetes management regimen as a result of the alleged product issue. The patient reported feeling the symptom of shakiness 1-11/2 hours after the alleged product issue occurred. In response to these symptoms the patient self-treated by consuming additional food and/or drink. At the time of troubleshooting the cca noted that the patient was unable and/or unwilling to walk through a retest to try to resolve the issue. The patient's products were replaced and requested for evaluation. This complaint is being reported because patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.